Event description:
The patient had concerns that her silastic implants were a problem. She requested removal of the implants and a replacement with saline filled breast implants - the pathology report revealed a thin capsule, both implants ruptured with no evidence of breast tissue or capsule abnormality. Although there did appear to be a slight calcification to bilateral breasts.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.